Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the site rite 8 cue probe was visually inspected upon receipt and was found to be in good physical condition. The reported issue is unconfirmed; the image from the probe is comparable to a test probe. There is no root cause due to the problem could not be duplicated. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Per tm: image quality not as good compared to other probe.